Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia event of until after the device had been serviced, a complete device analysis could not be completed to investigate the reported hernia. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported hernia. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A review of the device service history and device history record revealed no issues that could have caused or contributed to the hernia event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a hernia coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was hospitalized for three days for hernia repair surgery. It was unknown if the patient recovered from the hernia. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the device was made. Upon receipt of the device, an evaluation will be performed to investigate the reported hernia. An event history log review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.